Event description:
It was reported that patient presented to the hospital after receiving inappropriate hv therapies when working on car while engine was running. Upon interrogation, it was noted that emi led to inappropriate therapy. No programming changes were made and pa...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after receiving inappropriate hv therapies when working on car while engine was running. Upon interrogation, it was noted that emi led to inappropriate therapy. No programming changes were made and patient was advised to avoid working on car while engine is running. Patient will continue to be monitored. Patient was fine, and no further issues were reported.